Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. In august of 2021, it was discovered that a bag used in the packaging of our polyethylene inserts had been produced outside of our quality specifications. The use of these non-conforming bags may enable increased oxygen diffusion to the uhmwpe (ultra-high molecular weight polyethylene) insert, resulting in increased oxidation of the material relative to inserts packaged with bags that conform to specifications. For inserts with greater than five years of shelf life, increased oxidation of the inserts can lead to premature polyethylene wear resulting in revision surgery. However, while it was packaged in a non-conforming vacuum bag, this tibial insert was on the shelf for less than 5 years before it was implanted. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Because the patient has filed a short form, it appears that they are alleging prosthesis wear of an exactech polyethylene device.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10. Concomitants: 21078, 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19. 2512655, 02-010-03-0220 - logic cr femoral cem, left sz 2. 2535800, 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. 2537402, 201-78-14 - holding pin headless sharp point long 4pk. 2537550, 201-78-15 - holding pin mini sharp point 4 pk. 2555245, 200-02-32 - three peg patella 32mm. H6. Investigation results- the logic device with serial number (B)(6), is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had an initial left total knee arthroplasty on (B)(6) 2013 and then approximately 9 years, 9 months later, on (B)(6) 2022, they experienced a revision surgery where they had bone and tissue loss. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.